Manufacturer narrative:
Unknown whether anything about this equipment or its use may have contributed to the reported injury. Will reopen the investigation if further information becomes available. The device associated with the reported injury is not a profx table, as initially reported, but a hana table.

Event description:
Polyneuropathy neuropraxic injury to the nerves of patient's heft lower extremity.

Manufacturer narrative:
Unknown whether anything about this equipment or its use may have contributed to the reported injury. Will reopen the investigation if further information becomes available.

Event description:
Polyneuropathy neuropraxic injury to the nerves of patient's heft lower extremity.

Manufacturer narrative:
This report is being filed late. When we received the summons in 2016, it was thought the incident had already been reported to us by the customer, but on re-reviewing our complaint files, we could not find a previous per, so we will now conduct the formal investigation.

Event description:
Polyneuropathy neuropraxic injury to the nerves of patient's heft lower extremity.